Event description:
Consumer reports inaccurate readings from their plink meter, tested at 35 and less than one minute later got a reading of 80. Anaysis run on clark error grid using mean avg (58) as ref. Point vs. Bd readings 35, 80 yielded data points in the d range of the grid, outside acceptable limits.